Event description:
It was reported by dealer that unintended acceleration and deceleration on the 3gtq3-cg power chair. Batteries were replaced two years ago. Joystick replaced less than 6 months ago. Tech advised to change batteries and see if problem persists. No further information provided by dealer.